Event description:
It was reported to philips that the system was unable to boot. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot. Upon functional testing, the fse reviewed the error logs with the national support specialist (nss), and it confirmed software error. To resolve the issue, the fse reload the suite pc software. After software reload, the system was returned to use in good working order. The codes were updated based on the investigation outcome.